Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient reported that when the sensor pod was removed; the insertion area was infected. He was evaluated at an outpatient clinic, received antibiotics; however, the infection did not clear. He went to the emergency department where he received bactrim which resolved the infection. At the time of contact, the skin reaction had resolved. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.